Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced hypotension that required medication. During the procedure for atrial fibrillation, the patient¿s blood pressure was within the normal range when the patient entered the room. From the time of atrial septal puncture, the patient¿s blood pressure decreased. The blood pressure dropped down to 58 temporarily but was recovered to 150 by administering noradrenaline. Even after that, the blood pressure decrease could be noted intermittently. Cardiac effusion was checked by echocardiography. Coronary angiography (cag) was performed. However, no abnormalities were found. The physician ruled out either the anaphylactic shock caused by drug administration or the vagus nerve disorder. Eventually, the atrial fibrillation stopped, and the blood pressure stabilized when the heart rhythm returned to sinus rhythm. No additional actions were taken. The blood pressure recovered after the tachycardia stopped. The patient fully recovered and did not require extended hospitalization. There was no abnormalities prior to or during use of the product. The physician's opinion on the relationship between the event and the product was that there was no causal relationship with the product. The patient did not have any arrhythmias besides atrial fibrillation during the case.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31404924l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).